Event description:
The datascope representative reported that following a ptca/stent procedure in 2003, a vaoseal elite was deployed. The operator was training for vasoseal elite deployment and was performing the third deployment. Following deployment of vasoseal elite, it appeared that immediate hemostasis was achieved, but within five minutes of deployment the patient started complaining of severe pain in the stomach area. After a significant drop in blood pressure the staff immediately took the patient for a CT scan. A retroperitoneal bleed was diagnosed. The patient was taken + to surgery and the surgeon stated that he found a large retroperitoneal hematoma. The surgeon also found active bleeding at the puncture site in the common femoral artery with no posterior wall or sidewall bleeding. Only an anterior stick was seen. He stated that the collagen plug was freely floating in the groin outside the artery, closing off the tissue tract, but allowing active bleeding from the artery into the retroperitoneal space. The chief cardiologist thought the cause of the bleed may have been related to a combination of integrillin, patient movement (full bladder), and the physician's inexperienced deployment. The patient was doing fine following surgery and no further complications were reported.